Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer did not return the patient sample for evaluation. A labeling review concluded that there are sufficient guidelines and information surrounding the occurrence and probable causes of aberrant patient results in the architect estradiol package insert and troubleshooting guide. A complaint search relating to architect estradiol assay list number 7k72, highlighted there were two other complaints raised for aberrant patient results when using the archirect estradiol assay. The two other tickets were unrelated to the complaint under investigation and were investigated and closed with no product deficiency identified. Furthermore, the ticket trending data review concluded no adverse, atypical and/or non statistical trends were identified. A review of the architect estradiol assays performance in UK-neqas was assessed. On a monthly basis, the assays performance in relation to its ability to reliably recover estradiol in patient samples, is monitored. To date, the assay continues to demonstrate acceptable performance with no instances of discrepant results obtained. The architect estradiol assay is performing as expected and within label claims and no product deficiency was identified.

Event description:
The customer observed a falsely depressed architect estradiol result for a patient who underwent assisted fertilization. Architect estradiol results obtained after 2 days and 4 days gestation were 900 and 980 pg/ml, respectively compared to 2800 from a reference lab (no units of measure or methodology provided). Echography confirmed the reference lab result of 2800. The falsely depressed architect estradiol results were not reported out of the lab, therefore, there was no impact to patient management.